Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned in a deployed state. The sdw (stent delivery wire) was found to be kinked/bent. The stent was found to be deformed. The stent introducer sheath was not returned. A functional inspection, cannot be performed as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent difficult/unable to advance or pullback through catheter' could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that 'the stent was stuck inside the microcatheter. The stent and microcatheter were removed. The procedure was completed with the new microcatheter and new stent. The stent was returned in a deployed state, was found to be deformed. The sdw was found to be kinked/bent. The stent introducer sheath was not returned for analysis. It is probable that during insertion process, resistance was felt and force was then used to try and place the stent in the intended area, but due to the level of manipulation used the sdw and stent were damaged. An assignable cause of procedural factors will be assigned to the as reported defect 'stent difficult/unable to advance or pullback through catheter' and the as analyzed defects 'sdw kinked/bent', 'stent deformed' and 'stent deployed prematurely during use' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications, but performance was limited due to procedural factors during use.

Event description:
The stent subject device was returned for analysis and it was discovered that the subject device was prematurely deployed during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.